Manufacturer narrative:
Concomitant medical products: product ID: 439888 lead, implanted: (B)(6) 2019; product ID: 6935m62 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received suspected inappropriate defibrillation therapy for atrial fibrillation (af) with rapid ventricular response that was inappropriately detected as ventricular fibrillation (vf). The crt-d remains in use. No further patient complications have been reported as a result of this event.